Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2009 - the patient was implanted with a bard/davol kugel patch during a ventral hernia repair placed just superior to the umbilicus. (B)(6) 2013 - patient had an office visit due to epigastric abdominal pain since 2009. On occasion the patient reports nausea and vomiting. (B)(6) 2013 - the patient had an office visit where the patient presented with ongoing abdominal pain. (B)(6) 2013 - the patient underwent a diagnostic laparoscopy converted to an open laparotomy with removal of bard/davol kugel patch. Laparoscopy revealed adhesions of the omentum to the anterior wall. (B)(6) 2013 - patient visited surgeon for follow up consultation. Patient did not report any symptoms of recurrence, however, a seroma was drained near the incision site. (B)(6) 2014 - patient visited surgeon for follow up and complained of incisional pain.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The medical records indicate the patient was treated for adhesions. Adhesions are listed as a possible adverse reactions in the instructions for use. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.